Event description:
The report stated that during a surgery, the ligasure handpiece was used to seal a vessel. The ligasure device would then not open to release the patient tissue. The surgeon had to cut around the device to remove it. There was no patient injury reported from this.

Manufacturer narrative:
Date of initial report: november 15, 2007. To date, the incident device has not been returned for evaluation. A follow-up report will be submitted if the instrument is received, or if information pertinent to the incident is obtained.